Event description:
Nurse used becton dickison and company twinpak (the 20g metal blunted needle) to draw up saline for pt use. Nurse noted particulate matter in syringe. Saline multiple dose vial had red access port and particulate matter in syringe noted to be red in color. Upon investigation it was noted that particulates from one to several attempts with use of blunted needle would produce particulate matter in syringe or in multi-dose vial. Pharmacy contacted the vial MFR, american pharmaceutical partners, inc., and they stated that the vials were to only be accessed with a "pointed needle". Becton dickinson and co states in their literature that the twinpak (the 20g metal blunted needle) can be used for filling a syringe from single and multiple dose vials. They state no restrictions on this type of use as to any particular type or MFR of the single and multi-dose vials.